Event description:
It was reported that powerpicc catheter was passed by femoral in an adult patient in ICU. The next day edema was observed, it was determined that the catheter was perforated, so it was immediately removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were abundant throughout the sample. Catheter compression was observed between the 2cm and 3cm depth markings. A longitudinally aligned split was observed in the vicinity of the compressed regions. An attempt to infuse water through the sample revealed a leak at the split site when flushing the purple-luered (power injectable) lumen. The lumen was fully occluded distal of the split. The sample easily and preferentially kinked at the compression site during manual manipulation. Microscopic inspection of the split site revealed a granular fracture surface. Discoloration and thinning of the catheter wall were observed in the vicinity of the split. The split features were consistent with burst damage secondary to over-pressurization. The occlusion distal of the split suggested that flushing an occluded lumen likely caused the damage. The product IFU states ¿warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ and ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that powerpicc catheter was passed by femoral in an adult patient in ICU. The next day edema was observed, it was determined that the catheter was perforated, so it was immediately removed.